Manufacturer narrative:
Analysis of the lead model 3889-28 lot # va0ffzb showed no significant anomalies. It was noted that the lead was returned in segmented fashion. Electrical testing determined no electrical shorts were seen between circuits and the continuity was complete. There were markings on the outer insulation consistent with the use of a tool. Eval code method (con't.): 10. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ffzb, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was getting shocks from the lead, so they requested that it be removed. The lead and ins were explanted, and not replaced. No further patient complications are anticipated or expected as a result of this event.